Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, around 4am, the patient¿s cgm was reading 40 mg/dl. The patient stated at this time she ¿felt low¿, but no specific symptoms were reported. The patient self-treated by drinking lemonade and then felt better. The patient then went back to sleep. The patient woke up the following day at 630am. The patient did not check her cgm or bg meter value. As part of her daily routine, she took 25 units of insulin via an injection. Around 9am, the patient noticed that her cgm reading was 60 mg/dl and had not risen from the night before. The patient then self-treated with chips, cheese, and almonds. Despite this, the patient¿s cgm value did not change. The patient then decided to go to urgent care for evaluation. At urgent care, the patient¿s bg meter was reading 500 mg/dl while her cgm was still reading 60 mg/dl. The patient was asymptomatic. The patient was treated with IV fluids and was discharged after approximately 5 hours. Once at home, the patient inserted a new sensor. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.